Manufacturer narrative:
The device was received. A follow up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during device preparation, while aspirating the 2.5 x 48 xience xpedition stent delivery system, a leak was observed. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. The device was replaced with another device to complete procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was confirmed and a shaft tear was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported leak/splash appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.